Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the device found no alarming for blockage during testing. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, service recommended to install software as preventive measure. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Manufacturer narrative:
Customer address and phone number was not provided.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that when patient last filled her cartridge with continuous remodulin 10nkm on (B)(6) 2020, the pump was running. The patient went to change the cartridge recent and the volume had not change which suggested that the patient had been "dry" since her last filling. Patient denied any error messages or alarms from the pump. She also confirmed that the pump was running an completed the delivery process. Patient reports feeling sleepier. She restarted her infusion with a back up pump at 5 pm on (B)(6) 2020 and reported experiencing nausea and flushing. No medical intervention was noted.